Event description:
It was reported that the 9900 system would not boot. The system was replaced with a back-up. No pt involvement.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the rtos board, gpos board, and hard drive. He also reprogrammed the software. The system was rebooted and functions as intended.